Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while taking down the mammary artery during an open heart procedure, the clip applier would fire okay, then the handle would be hard to squeeze and two clips would form at once and shoot out or try to scissor itself. There was an issue firing the clips. One of the clips was malformed. They used another clip applier to resolve the issue. There was no patient injury.